Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage from tubing when flushing after insertion with an unspecified bd intima-ii. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at ext. Tubing when flushing after complete penetration.

Event description:
It was reported that there was leakage from tubing when flushing after insertion with an unspecified bd intima-ii. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at ext. Tubing when flushing after complete penetration.

Manufacturer narrative:
H.6. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode. H3 other text : see section h.10.